Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site's robotics coordinator to obtain additional information regarding the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The system logs reveal that the surgical staff encountered a single system error code 22025 message. A system error code 22025 signifies that the blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. After the blade exposed message occurred, the surgical staff replaced the instrument with another endowrist vessel sealer instrument that was used briefly and with one successful seal attempt performed. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a vessel was allegedly injured by an exposed blade on the endowrist vessel instrument. It was reported that the surgeon attempted to cut a calcified vessel. Per the instrument user manual, a precaution for intraoperative use warns against using the instrument on calcified vessels. In addition, the surgeon's assistant allegedly removed the instrument without verifying that tissue was not close to the exposed blade. The instrument user manuals states, caution: removing instruments during a procedure should be performed very carefully and only when the surgeon console operator is informed of the removal and has the instrument in full view. Before removing an instrument ensure that the tips are not grasping tissue. Also, the system user manual states, prior to removing the instrument, the surgeon console operator should: ensure the instrument is free and clear of any patient anatomy. There is no indication that a malfunction of the endowrist vessel sealer instrument occurred; however, at this time, it cannot be confirmed how the vessel injury occurred.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument had an exposed blade that caused a blood vessel to be cut. According to the initial reporter of this complaint, the surgical procedure was converted to open surgery. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon was able to cut with the endowrist vessel sealer instrument during the surgical procedure without any issues before the event occurred. After successfully sealing a branch of the anterior mesenteric artery with the instrument, the surgeon attempted to cut the vessel. However, initial reporter stated that the surgeon received multiple messages indicating that the tissue bundle was too large. After adjusting the amount of tissue to be cut, the surgeon then performed a cut with the endowrist vessel sealer instrument and got a blade jammed message. The surgeon opened the jaws of the instrument slightly to inspect the blade. At that point, the initial reporter claimed that the surgeon's assistant removed the instrument without verifying that there was no tissue close to the instrument's exposed blade. As a result, the initial reporter indicated that the exposed blade sliced the branch of the anterior mesenteric artery that the surgeon had attempted to cut and bleeding ensued. After the event occurred, the initial reporter indicated that the surgical staff identified that the injured vessel was calcified. After spending a minute or two attempting to find the exact location of the bleeding, the surgeon made the decision to convert to open surgery. The initial reporter stated that the surgeon converted to open surgery since the bleeding made it difficult to find the location of the vessel injury and the bleeding was close to the ureters which he did not want to risk injuring. The surgeon was able to control the bleeding by applying sutures or using ligation on the vessel injury. According to the initial reporter, the surgical procedure was completed successfully via open surgery and no post-operative complications have been reported.

Manufacturer narrative:
On 03/04/2016, the site's robotics coordinator contacted intuitive surgical, inc. (Isi) and provided the following information regarding the reported event: after the surgeon attempted to cut a vessel branch off of the anterior mesenteric artery, a blade exposed message appeared and bleeding was observed. She confirmed that the vessel was found to be calcified. According to the robotics coordinator, the vessel was repaired by ligation via open surgery. The sigmoid colectomy procedure was completed via open surgery and to her knowledge there have been no reported post-operative complications. The robotics coordinator stated that the endowrist one vessel sealer instrument was on her desk and has not been returned to isi. As of the date of this supplemental report, isi has not received the instrument for evaluation. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a vessel was allegedly injured by an exposed blade on the endowrist vessel instrument. However, at this time, it is unknown how the vessel injury occurred.